Event description:
Ous MDR - during the implantation, the lead perforated the right ventricle, causing cardiac tamponade. After that,the physician removed the lead, performed a pericardium drainage and iabp. He considered the cause of cardiac tamponade was his own surgery.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.